Event description:
It was reported that a patient presented to the clinic. Possible lv lead dislodgement was suspected. During the procedure, fluoroscopy revealed lv lead floating in the svc. The lv lead was explanted. An attempt to replace the lead was unsuccessful due to patient¿s cephalic vein being occluded. The patient was planned to be re-scheduled for lead implant at a later date. The patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. The s-curve height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any anomalies with the exception of damages that are consistent with those occurring at the time of explant procedure.